Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection surgery, while on colon tumor, the device did not fire. The surgeon was not able to press the green button and squeeze the handle. Replaced new stapler and a new staple to complete the case. There was no patient injury.